Event description:
Incorrect joint behavior - swing phase initiation sporadically too early. Sometimes just triggers sporadically when there is no heel contact, falls several times! Injury to the elbow...no further details known. Knee buckled spontaneously. The knee suddenly collapsed on the slope (slight incline). After bathing, mr. N. Walked down a slight slope from the main exit of the bathing establishment, whereupon the joint spontaneously released. Mr. N. Then slumped down and fell on his rump. The user sustained a contusion of the coccyx. Daughter had to take over home care (4 weeks); 4 weeks bed rest and 6 units of physio + painkillers 2-3 tablets per day ibuprofen 600.

Event description:
Incorrect joint behavior - swing phase initiation sporadically too early. Sometimes just triggers sporadically when there is no heel contact, falls several times! Injury to the elbow. No further details known.